Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the moderate tortuous bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter stretched and broke, and the stent prematurely deployed within the endoscope. The broken guide catheter remained within the push catheter. The delivery system was removed from the patient. The stent was deployed from the endoscope to the duodenal with a cannula. The physician did not retrieve the stent from the duodenal and it was reported that he expected it to pass naturally. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed the guide catheter was stretched and broken close to the proximal end. The distal broken piece of the guide catheter was not returned for evaluation. The proximal broken piece was stuck on a 0.035" guidewire and could not be removed. The proximal hub of the guide catheter was detached/separated and was not returned for evaluation. The delivery system and stent were also not re returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the moderate tortuous bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter stretched and broke, and the stent prematurely deployed within the endoscope. The broken guide catheter remained within the push catheter. The delivery system was removed from the patient. The stent was deployed from the endoscope to the duodenal with a cannula. The physician did not retrieve the stent from the duodenal and it was reported that he expected it to pass naturally. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.